Manufacturer narrative:
The customer flushed the cc and mc sample probes. A field service engineer (fse) was dispatched on (B)(4) 2010 and primed the mc cups and the cc probes. All cups drained properly and the cc probes stopped dripping. The fse ran qc and results were within acceptable range. The fse also ran a patient sample and found no excess liquid.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that all the modular chemistry (mc) cups and chemistry cartridge (cc) sample probes were dripping in the unicel dxc 800 pro synchron chemistry analyzer. No injury was reported. The leaking hardware may cause incorrect results or operator exposure to chemicals or biohazards upon reoccurrence.